Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 02apr2020.

Event description:
A med watch report was received from the FDA where a customer reported that the patient was placed on a v60 ventilator. During use, the v60 restarted. Once the machine restarted, it gave a message of ventilator restart. The machine was switched out while in use on a patient, but there was no reported patient harm. A respiratory therapist was at the bedside during the event.

Manufacturer narrative:
G4: 09sep2020. B4: 11sep2020. The customer reported that the unit was in use on patient , but there was no patient harm reported. Machine was switched out and no patient adverse event reported. Attempts were made to obtain further information regarding the device repair information. To date no further details have been received. The service history record was reviewed and no repair information was found. The customer has not responded to call or e-mail. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.